Event description:
It was reported that patient had experienced increased pain with new onset of pain in the right lower extremity; severity noted as mild. A catheter migration was stated. It was indicated that the drug infusion rate was increased on (B)(6) 2011. A catheter connector revision was noted to have been performed on (B)(6) 2011. MRI without contrast was done on (B)(6) 2011 that showed new disc protrusion at l2. The drug infusion rate was increased again on (B)(6) 2011. An x-ray was taken on (B)(6) 2012 and showed catheter migration. Patient outcome was noted as resolved without sequel as of (B)(6) 2012. Drugs delivered via the device were dilaudid, bupivacaine, baclofen.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).